Event description:
It was reported that the atrial lead warning was triggered due to no capture and the impedance reading was undefined. Thresholds had also increased. It was further reported that the problems could possibly be related to a loose set screw that detached from the device. The lead and device were revised to tighten the loose screw and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.